Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Since the product packaging was not returned and a lot number was not provided, a review of the device history record was unable to be conducted. The device was functionally tested and was found to be non-hermetic, leaking at a rate of more than 0.7 l/min. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that there was a leak where the tubing goes into the device cuff. There was no patient injury, medical intervention, or extended procedure time reported.